Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette the cadd legacy pump exhibited a "no disposable" alarm on both of the patient's cadd legacy pumps. Per reporter the alarm was resolved by placing a new cassette. No adverse patient effects were reported. Per reporter no further details were provided.

Manufacturer narrative:
Additional contact information: (B)(6).